Event description:
During a vertebroplasty a radiologist injected bone cement into a patient's spinal area in an attempt to stabilize a section of vertebrae. After seven minutes he attempted to verify the repair using fluoroscopy but the device malfunctioned and the radiologist was unable to produce x-rays and had no image capability. The epoxy hardened before he was able to confirm viability of the repair. Follow up reveals: biomed analysis: system error code "aux guard". Trouble-shot by biomed and found that the u19 circuit breaker tripped. It was reset. Subsequent testing was okay and unit was returned to service.